Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports they experienced a response to their stimulator. It wasn't functioning as w ell. The patient contacted manufacturer and an associate returned their call. She suggested the patient try changing their leads. The steps taken to resolve the symptom return as well as the pain after increasing the stimulation was reported as after changing their leads a few times, the patient was able to get it back working almost as good as it worked initially. The patient reported satisfied with its performance at this time.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v609428, implanted: (B)(6) 2011, product type: lead. Product ID 3093-33, lot# v591580, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that in the past week she had not been urinating as much as she usually did even though she was drinking a lot of water. She did increase stimulation and her symptoms got better but then she felt a sharp pain in her bowel area so she turned stimulation back down. The patient wanted to be reprogrammed by a manufacturing representative (rep). The symptom return and pain with stimulation increase occurred in (B)(6) 2015. It was noted that the change in therapy/symptoms was considered sudden. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.